Event description:
It was reported in a literature publication that a prospectively collected patient database was reviewed for those who underwent pos terior cervical, occipitocervical, or cervicothoracic instrumented fusion. 57 patients satisfied inclusion criteria. Fifty-seven constructs included 321 motion segments. The mean follow-up was 37.7 ± 20.6 months (range, 24-79). Postoperatively, 51 patients (89.5%) developed fusion. One patient underwent c5-t3 posterior cervical fusion. Post-op, she developed developed non-union and further radiculopathy secondary to unincorporated implants and required reinstrumentation and c7-t3 posterior fusion. While robust fusion developed throughout, she continued to complain of interscapular and shoulder pain of an unclear origin, and was eventually lost to follow-up.

Manufacturer narrative:
Literature citation: dorward et al. Posterior cervical fusion with recombinant human bone morphogenetic protein-2: complications and fusion rate at minimum two-year follow-up. Bsd journal of spinal disorders and techniques; 2013, doi:10.1097/bsd.0b013e318286fa7e. Dates of implant: (B)(6) 2002 - (B)(6) 2007. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.